Manufacturer narrative:
The lot and shipping history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details. The device was not used in a patient, as the event was noticed prior to use.

Event description:
It was reported that the sterile packaging of the device was found to be partially opened inside the outer box upon receipt at the customer facility. The shipping box was free of damages. The event was noticed prior to use; there was no patient involvement.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The device was returned in opened original outer packaging. The sealed seam of the sterile pouch was found to be partially opened. The condition of the device indicates that the sterile pouch must have been opened after proper sealing. A review of the shipping history of this specific lot number revealed no deviations. On the basis of the information available and the condition of the sample, a manufacturing process related breach of the sterile barrier could not be identified. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. On the basis of the evaluation of the returned sample, the sterile packaging was actively opened after proper sealing. This may have occurred at the user facility during removal of the sterile packaging from the cardboard box and repacking into the cardboard box. On the basis of the sample evaluation there is no indication for a deviation during the sealing process of the device packaging. In addition, an inspection of the integrity of the device packaging is part of a 100 % quality control step. A potential root cause for the reported event related to return shipments could be excluded as there were no return shipments of this lot. On the basis of the information available, a definite root cause for the reported event could not be identified. The IFU states: "the lifestent vascular stent is supplied sterile and is intended for single use only. Do not resterilize and/or reuse the device." Furthermore, the IFU states: "carefully inspect the pouch for damage to the sterile barrier." And "do not use if pouch is opened or damaged."